Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. After tightening the setscrew of the domino the surgeon wanted to check that the screw was engaged in the rod. When trying to loosen the set screw, the tip of the driver sheared off in the setscrew. No patient complications were reported

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.